Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated that the red proxabrush start disintegrating after about only 5-6 light uses, and is irritating in their mouth, and is concerned about swallowing some plastic when they deteriorate.